Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023,senseonics was made aware of an adverse event where user's sensor has been inserted deeper than expected. User is moving forward with sensor removal and had an appointment with hcp.

Manufacturer narrative:
After review, it was determined that the cause of the no sensor detected alert documented on a17 issue, (B)(4), is due to the sensor being inserted too deep. The user was advised to contact their hcp on the next steps to getting the sensor removed and getting a new sensor inserted.